Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the right coronary artery (rca). Pre-dilatation was performed using a 2.0x15mm and 2.25x12mm nc balloon catheters. The 2.25x18mm rx xience pro a stent delivery system (sds) was advanced however failed to cross the lesion. During removal of the sds, the shaft separated. No additional information was provided. Return device analysis was unable to confirm the shaft separation. The device was returned with the stent dislodged from the balloon and not returned.

Manufacturer narrative:
A visual inspection was performed on the returned device. Return device analysis was unable to confirm the shaft separation. The crossing profile measurement could not be taken due to the stent dislodged from the balloon and not returned. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible that the device interacted with the heavy calcified and mildly tortuous lesion resulting in the reported failure to advance, ultimately causing the noted stretched guidewire exit notch; however, this cannot be confirmed. It should be noted that the reported shaft separation was not confirmed during return analysis; however, it is possible that the stent dislodgement was identified as a separation by the account. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the right coronary artery (rca). Pre-dilatation was performed using a 2.0x15mm and 2.25x12mm nc balloon catheters. The 2.25x18mm rx xience pro a stent delivery system (sds) was advanced however failed to cross the lesion. During removal of the sds, the shaft separated. No additional information was provided.